Manufacturer narrative:
The device has been returned to animas. The up, down, ok, and contrast buttons were intermittently activating pump functions when pressed and require excessive force when pressing. The up, down, and ok key contacts were misaligned. The up, down, ok, and contrast buttons intermittently sprung back when pressed. Evidence of adhesive was discovered under all keypad buttons.

Event description:
It was reported that the keypad buttons were sticking.